Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose, low blood glucose, hospitalization, battery out limit alarm and weak battery alarm. Customer's blood glucose level was as high as 900 mg/dl and as low as 27 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer was advised that the device alarmed as a result of the battery being out for over 10 minutes. Customer then received a low reservoir alarm and a weak battery alarm. Customer was advised on how to clear the alarm and explained the alarms. Troubleshooting for high and low blood glucose was performed. Customer was hospitalized on 2 separate occasions. Customer experienced diabetic ketoacidosis, nausea, slurred speech, headaches and vomiting. Customer was not wearing the insulin pump 2 months before the hospitalization. Customer's second hospitalization resulted in the customer going very low. Customer advised they have been a diabetic for over 28 years and declined to further troubleshoot.